Event description:
It was reported to philips that the system's acquisition monitor was unable to display the live image. The system was in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.